Manufacturer narrative:
The instrument was returned and evaluated. Complaint will not rotate is confirmed. The pitch cable is broken at the distal clevis hub. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Electrical continuity passed. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si prostatectomy procedure, the surgical staff reported that the pk dissecting forceps instrument would not rotate fully. The site attempted to reseat the instrument several times; however the problem persisted. A new instrument was used to complete the planned surgical procedure. No patient harm, adverse outcome or injury was reported.